Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-10s insert, there was no water coming out and it was getting warm. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Evaluation found the insert to be clogged. Multiple unsuccessful attempts were made to obtain the patient outcome.